Manufacturer narrative:
H3: one device was received for evaluation. Service history of this device shows that this device has been not in for service in the past 12 months. Visual and functional tests were performed which confirmed the reported issue as the device showed error code 1720(backup capacitor) after switching on. The root cause of the issue was the capacitor backup. The capacitor will be replaced. The device will be submitted for further functional and delivery testing.

Event description:
It was reported that the ¿pump alarms with error code 1720 - motor error¿. The event occurred during the startup of the pump in the operating room by the responsible anesthesiologist. There was no patient involvement.